Manufacturer narrative:
Minimal information was provided; the device remains in-situ and is not available for evaluation. Patient information and device identifiers were requested, but not provided. A supplemental report will be filed if new information is received. Elevated iop is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
An ophthalmologist requested information about a patient who transferred care from an out-of-state surgeon. The patient had pseudoexfoliative glaucoma and underwent cataract surgery with hydrus microstent implantation in nov 2019. Unmedicated pre-op iop was 28mmhg and post-surgical iop was in the low 20 mmhg range. Over time, the iops have increased necessitating medical therapy with 2 iop lowering medications; iops are reportedly in the 30mmhg range. At the patient's last visit in 2021 with the implanting surgeon, the hydrus microstent was in good position. The reporting ophthalmologist was uncertain of the current device position but requested information about explantation. Additional information has been requested.